Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: during investigation, the pump was returned with moisture behind the display lens. No damage was found to the battery compartment or the returned battery cap. The returned battery cap fully attached to the pump. The pump powered up to the verify screen with auditory and vibratory alarms and immediately powered off. The alleged intermittent power issue was duplicated. The pump history was unable to be downloaded. The leak test failed due to damage to the pump case on the front of the pump. The pump cover was removed and moisture ingress was found on the printed circuit board and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.